Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the ipg was inoperable. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of inoperable ipg was not confirmed. As-received, the ipg was responsive and communicated with lab utilities. It passed all functional tests on the autotester. No root cause was identified for the reported event.